Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise was observed on the right atrial (ra) lead. The device was reprogrammed to resolve the ra lead noise, and the ra lead will continue to be monitored. The patient was stable with no adverse consequences.